Event description:
The customer reported that on (B)(6) 2011 imprecise creatine kinase-mb isoenzyme (ck-mb) results above the normal reference range were generated on the unicel dxc 600i synchron access clinical system for one patient's samples. The initial ckmb result was elevated and above the normal reference range. Upon repeat sample testing of both the same sample as well as a second same-patient sample on the same instrument, the repeat results were lower. Although, the repeat results did not cross clinical categories, collectively the results did not meet the assay's precision claims. The imprecise results were reported out of the laboratory, however there was no report of death, serious injury or modification to patient treatment as a result of this event. No specific patient information, system information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided.